Event description:
A malfunction was reported on the pump by the caller, but there were no significant events leading up to the issue. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged to replace the pump, since it showed a malfunction code and was included in a field correction. The customer, who did not have the latest pump software, was informed they would receive a replacement with updated software. Instructions were provided for placing the old pump in storage mode and returning it to tandem within 10 days to avoid charges. The customer also understood they must program their settings and connect their cgm to the replacement pump.